Manufacturer narrative:
The service engineer evaluated the ventilator and confirmed that the direct current (dc) to dc converter was damaged (burnt). Further evaluation and completion of repair is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator generated an abnormal noise, an error code and displayed an abnormal piping pressure value as the pressure of the wall piping (both oxygen and air) was higher or lower than usual and unstable. Reportedly, "burning and smoke occurred." The ventilator was not in use on a patient at the time of the reported event.